Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient also mentioned he received an error on the meter. At 11:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.6 inr. At 12:14 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. The laboratory value was believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient stated that it takes him longer than 15 seconds to place the blood sample on the test strip. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin. The patient takes plavix and started pioglitazone on (B)(6) 2018. The patient has not had any changes made to warfarin dosage. The patient has not had any changes in diet and has no illnesses. The patient did not have a special or unusual diet. The patient was having more bruising than usual and was experiencing nosebleeds. The patient went to see his doctor due to the bruising and nosebleeds. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.